Event description:
It was reported that a malfunction occurred on the pump, identified by the customer through a malfunction code called "malf 0." There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump and advised the customer on receiving a pump with updated software. The customer was instructed to put the malfunctioning pump into storage mode before returning it to tandem and agreed to return it using the provided pre-paid label within 10 days.